Event description:
A pt who was treated with charite disc 6 mons ago had an anterior displacement. The disc was removed and allograft ring w/bmp inserted along with pedicle screws / rods posterior. Pt was reported to have been very active following initial surgery. Hyper-laxity of ligaments was also noted. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. It is possible that the pt's post-op activity level could have contributed to this event.